Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 192 mg/dl, 154 mg/gl, 143 mg/dl, 89 mg/dl, 225 mg/dl, 39 mg/dl, and 151 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot and serial number were not provided for meter and strip both. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for precision strips and, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for libre reader and, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) previously reported to the FDA were not a valid serial number. Therefore, section d4 - serial no and d4 - lot no were updated to unk.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 192 mg/dl, 154 mg/gl, 143 mg/dl, 89 mg/dl, 225 mg/dl, 39 mg/dl, and 151 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 192 mg/dl, 154 mg/gl, 143 mg/dl, 89 mg/dl, 225 mg/dl, 39 mg/dl, and 151 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot and serial number were not provided for meter and strip both. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for precision strips and, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for libre reader and, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in follow up report #1. The section h10 (addtl mfg narrative) has been correctly updated.